Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received failed battery alarm. The customer¿s blood glucose level was 138 mg/dl. The customer states the pump was beeping, replace the battery, and now cannot enter auto mode. The customer also had software error detected. The customer confirmed battery alarm was failed battery test, however declined to troubleshoot. Advised to monitor the issue. The insulin pump will not be returned for analysis.